Event description:
It was reported that the patient was experiencing never having therapeutic effect. The patient stated that she "is not sure if its doing any good for me since the implant, it hasn't really helped. The representative told me I would have my life back but I don't have it back. I still have to go to the bathroom a lot and I thought it would have helped that". The patient goes to get an adjustment to her device every 3-4 months but says so far it hasn't helped any. The patient asked how she would know if its helping. Infection was noted. The patient noted she has "infections all over the place". And then clarified that she has "bladder infections constantly at least since I've had the {company name} but probably for about 5 years". The patient asked if she might want the device taken out because its not helping, how that works. The patient stated that she knows that she can't have an MRI with the stimulator implanted. The patient asked if the device would last 5 years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v744243, implanted: (B)(6) 2011, product type: lead. (B)(4).